Manufacturer narrative:
Internal complaint reference : (B)(4).

Event description:
It was reported that during arcr procedure, the anchor of the healicoil was found to be already broken when the package was opened. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging and found that the third thread from the tip of the anchor is broken on one side of the anchor. All sutures look good and in place, no physical damage is visible to the device. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found storage conditions and composition test requirements with a specified expiration date for each lot. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.